Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis investigation revealed that the instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing from the clevis. The missing crimp was approximately 0.046¿ x 0.032¿ and was not returned. Failure analysis found the primary failure of broken pitch cable at the distal end of the instrument to be related to the customer reported complaint. The root cause of a broken pitch cable was a component failure. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. An additional observation not reported by the customer was that the main tube exhibited signs of scratch marks/abrasions on the distal end. Main tube scratch marks measured roughly 0.07" to 0.29" in length and were not aligned with the tube axis. Material was missing from the surface of the main tube. This failure was most commonly caused by mishandling/misuse, such as excessive contact with abrasive or hard surfaces during transport or reprocessing. Failure analysis found the additional failure of main tube scratch marks to not be related to the customer reported complaint. A review of the instrument log was performed. Per the review, the device was used on the reported event date of (B)(6) 2021 on system (B)(4). The cadiere forceps has 4 uses remaining after last use. In addition, a review of the site's complaint history identified no other complaints related to the instrument and/or this event. No image or video clip for the reported event was submitted to isi for review. This complaint is a reportable event due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient.. Although there was no report of patient harm, injury or adverse outcome, if the event were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that prior to the administration of anesthesia, the customer observed a loose grip cable on the cadiere forceps instrument. There was no patient involvement. Intuitive surgical, inc. (Isi) made follow-up attempts to obtain additional information. However, the site was unable to provide any further information.